Event description:
A customer reported that the probe did not aspirate suddenly during surgery. The handpiece and the pak were exchanged to complete the procedure with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received for evaluation. A root cause has not been identified. (B)(4).